Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump had moisture under display screen. It was reported that customer had insulin pump in a bag while at a water park, and the bag got wet. Customer's blood glucose was 127 mg/dl. Customer was advised that insulin pump would need to be replaced.